Event description:
An eye care professional reported that a pt was referred to a hospital for treatment of a corneal ulcer, right eye, associated with extended wear of an air optix night & day aqua contact lenses. The event was confirmed by the hospital and the pt was admitted over the weekend for treatment (no details provided) of a 3mm lesion located at 8 o'clock peripheral cornea with infiltrates. A culture was performed by the hospital, but the results have not been supplied. Permanent scarring is expected. Request has been made for add'l details, however, no further info has been provided.

Manufacturer narrative:
This case is considered as an infectious corneal ulcer. As there was no product returned or lot info provided, no detailed investigation can be performed.